Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. On 7/5/2026, the patient reported an emergency room visit associated with severe hyperglycemia, with bg levels reportedly reaching up to 700 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV hydration and IV insulin. The patient was hospitalized for 3 days. The patient reported absence of glucose readings from the sensor during the event. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.